Event description:
It was reported that the pt reported hearing a consistent noise that interferes with his ability to understand speech. These sounds go away when the implant is turned off. The pt complains of impaired clarity and poor performance. Testing showed a short circuit between electrode channels 11 and 12, otherwise all results are ok and within normal limits. Remapping helped to increase the pt's performance. There is no info that points to an implant failure, with an attending need for reimplantation. Instead it seems the problem comes from a suboptimal placement of devices causing distortions in sound, due to the close setting of the coil to the angled battery pack and magnet attraction to the batteries. Additional info received indicated that the pt cannot wear the battery pack, as it is too hard to adjust on his collar. Further info received in mar 2008, indicated that the pt is doing fine so far. There has been no further contact from the clinic to the pt. The complaint was re-opened upon receipt of info disclosing that the pt has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.